Event description:
The explanted lead was not returned to manufacturer for analysis; therefore, the exact cause of the high lead impedance reading cannot be determined. The most likely cause of the high lead impedance reading is a lead break.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the high lead impednace test result. Lead break or generator/lead connection problem is suspected.